Manufacturer narrative:
Baxter received and evaluated the device.   A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 102 alarms which were reproduced at power up. Visual inspection of the device found evidence of fluid intrusion on numerous device components. Corrosion was found on the processor printer circuit board due to the fluid intrusion. The device has been determined as irreparable due to the condition in which it was received. The device has been retired from service. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 102 (pic not responding) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.